Manufacturer narrative:
Nose bleeds are a known potential side effect related to the use of radiofrequency energy on the tissue in the nose. It is listed in the device labeling as a potential adverse effect.

Event description:
Patient was treated with rhinaer. A few days after the treatment, the patient returned complaining of nosebleed. Physician assessed and sent the patient home. The patient went to ER was treated with balloon nasal packing and released. Patient returned to ER and was admitted for monitoring overnight per physician request. Patient was released next day with no blood transfusion required. There was no report of device malfunction.